Event description:
Post-operative condition, post op infection. Operating surgeon performed a left acl reconstruction with achilles allograft. A copy of the operative record from the hospital for special surgery is on file. Original surgery date was 2007.

Manufacturer narrative:
Product recall initiated august 21, 2007.